Event description:
It was reported that about a month and a half ago the pt had a partial MRI. When it was realized that she had an implanted device, the MRI was stopped after approximately 10 minutes. Since then her stimulation was not working. She did not feel stimulation at 2.5 volts and as high as 3 volts. It was noted that she needed an additional MRI with contrast for several lumps in her chest and heart issues. Additional info has been requested.

Manufacturer narrative:
(B)(4).